Manufacturer narrative:
(B)(6) 2021: product investigation results: no manufacturing cause identified based on investigation.

Event description:
Clear film came out: vagina [foreign body in reproductive tract]. Clear film (came out of me) [device breakage]. Case description: consumer reported via e-mail that clear mesh film came out of vagina. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: no manufacturing cause identified based on investigation.

Event description:
Clear film came out: vagina [foreign body in reproductive tract]. Clear film (came out of me) [device breakage]. Case description: consumer reported via e-mail that clear mesh film came out of vagina. No serious injury was reported.

Event description:
Clear film came out -vagina [foreign body in reproductive tract]. Clear film (came out of me) [device breakage]. Consumer reported via e-mail that clear mesh film came out of vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Clear film came out -vagina [foreign body in reproductive tract]. Clear film (came out of me) [device breakage]. Consumer reported via e-mail that clear mesh film came out of vagina. No serious injury was reported.